Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the endoscope controller (ec). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, site contacted intuitive technical support engineer (tse) to report issue about universal surgical manipulator (usm) 4. Caller stated usm 4 was yellow when she came in and slowly after that the system went into a non-recoverable fault 252. Tse reviewed the logs and confirmed the issue. Tse explained the issue was related to the blue fiber cable going from the console to the tower. Staff power cycled the system and were continuing with the case. Tse recommended powering off the system and reseating both ends of the blue fiber cable (console to tower) when possible. Site called back at the end of the case to report that the system shut down right when the surgeon was closing up. Caller stated that the team used the instrument release key free the instruments. She doesn't know if they use the system after that but stated the patient was doing fine. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the endoscope controller (ec) for failure analysis investigation. The unit was analyzed and the reported failure was confirmed but not replicated. Visual inspection: upon visual inspection, no issues were found that would be related to the reported failure. In artemis, the error 40084 an rsdb (remote sync database) timeout triggered, reported by the dcib (dual camera interface board in the ec). 48308 an rsdb (remote sync database) timeout triggered, reported by the dcib (dual camera interface board in the ec). It was confirming the fault occurred in the field. The unit was installed and tested into a golden pca system where the component functioned as expected. This unit was installed into the test system and running video test<(>= ,<)> 10 power cycles & sitting idle for 1 hour. System came up with no errors and good video on both eyes with no issue. The ec is worked as normal. The failure could not replicate arm4 was flashing yellow. The logs wrapped but this looks like the issue that¿s starting in the ec. While the probable root cause could not be established as the failure analysis could not replicate the findings, possible cause may be attributed to electrical and fiberoptic defect associated with the dcib (dual camera interface board). Correction: h8. Was updated to initial use of device.